Event description:
It was reported that during inspection, it was observed that there was an unspecified problem with the turbines of the motor device. During engineering evaluation it was observed that the device had holes in the hose, low rotations per minute (rpms), vibration, loose housing/swivel, and was leaking oil. There was no patient involvement reported. There were reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had holes in the hose, low rotations per minute (rpms), vibration, loose housing/swivel, and was leaking oil. It was determined that the holes in the hose by the muffler were indicative of pulling on the hose instead of the muffler to disconnect the device from the autolube and/or from pulling the autolube around by the hose. It was also determined that the housing was loose due to loctite deterioration. It was determined that the device leaked oil due to loose housing. It was further determined that the device had low rpms because there were holes in the hose and the housing was loose, which caused a lack of air pressure to run the motor. It was determined that the device was vibrating due to worn vanes. The device showed signs of damage caused by the sterilization process/immersion during cleaning which was a failure to follow the directions for use. The assignable root cause was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.